Manufacturer narrative:
Patient city: (B)(6). Patient country: (B)(6).

Event description:
Reference number (B)(4). Event occurred in australia. It was reported that the patient experienced high blood glucose level event on (B)(6) 2026. The site of insertion was stomach. The patient's blood glucose level was treated with insulin bolus. No further information available.